Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It is reported that a customer was states there is a leak in reservoir compartment of their insulin pump. The customer has a blood glucose level was 136 mg/dl at the time of the call. The customer states that they do not know if the leak is past the first or second o-rings. The customer was sent replacement reservoirs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.